Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the stomach tissue was being stapled in a sleeve gastrectomy, it was noted that staple was missing from middle row, centrally. Surgeon needed to oversew the staple line to resolve the issue.